Manufacturer narrative:
Additional information: b2, b5, h1, and h6. B5: upon follow-up, it was reported that the patient subsequently died (on an unknown date). The cause of death was not reported. It was unknown if an autopsy was performed. It was reported that the patient outcome and action taken with pd therapy were unknown prior to and at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was treated with an infusion of unspecified anti-inflammatory drugs for the event. Pd therapy was continued during the treatment. Hospitalization and patient outcome were not reported. The reporter declined to provide additional information.